Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Another boston scientific ICD was successfully implanted. Upon receipt, initial analysis determined that the device met expected longevity predictions as described in labeling. However, the elective replacement indicator (eri) to end of life (eol) window was less than ninety days. No adverse patient effects have been reported.

Manufacturer narrative:
Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.